Manufacturer narrative:
(B)(4). Devices returned disassembled after the receipt of the devices and it was identified that only seven seals were returned with two trocars (should have been 8 seals; 4 for each trocar), the customer was contacted to confirm if the piece had been retrieved from the patient. The customer indicated she is positive the piece was retrieved from the patient and it was discarded during the case. Device (a) was received with the duckbill out of its intended position and missing. Further evaluation found the scrapper was torn, the lower ring was missing, the upper ring was damaged and the black seals were detached and damaged. Due to the returned condition of the device, no conclusion could be reached as to what may have caused the seal issues. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Device (b) was received with the duckbill out of its intended position and missing. Further evaluation found the scrapper was torn, the lower ring was missing, the upper ring was damaged and the black seals were detached. Due to the returned condition of the device, no conclusion could be reached as to what may have caused the seal issues. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is evident that the devices were taken apart as indicated in the customer's report. Determination of a root cause pertaining to the dislodgement and complete detachment of the seal component cannot be reached. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4).